Event description:
It was reported that paramedics were called due to hypoglycemia reaching as low as 25 mg/dl. Despite good faith attempts to obtain further details, no additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.